Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found the rinse block was not fully traveling to the bottom of the aspiration probe allowing the probe backwash to drip. The probe rinse block actuator was inhibited by a ground wire and causing the rinse block to not fully travel to the bottom of the secondary aspiration probe. He relocated the ground wire with no further problems. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The rinse block was leaking 1-2 cc of fluid when backwashing the probe on the instrument. There were no error messages generated, and the leak was confined to the instrument. The operator was wearing personal protective equipment of lab coat and gloves when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.